Manufacturer narrative:
Although requested, the AED associated with the complaint has not been returned for evaluation and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer called as their brand-new AED would not power on. They reported this did not occur during patient use.